Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), fatigue ("tired") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the abdominal distension, fatigue and headache outcome was unknown. The reporter considered abdominal distension, fatigue and headache to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up information received from social media. Added treatment years. Essure product code changed as per date of insertion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), fatigue ("tired") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in 2016. At the time of the report, the abdominal distension, fatigue and headache outcome was unknown. The reporter considered abdominal distension, fatigue and headache to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloating') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), fatigue ("tired") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal distension, fatigue and headache outcome was unknown. The reporter considered abdominal distension, fatigue and headache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.